Manufacturer narrative:
(B)(4). Eval results: death.

Event description:
One endeavor sprint rx stent was implanted in the 1st obtuse marginal during the index procedure. It was reported that approx 5.5 months post index procedure, the pt died. The investigator has stated that the pt death was not associated with an mi and there was no evidence of stent thrombosis. It has not been assessed whether the event was related to the endeavor sprint stent.

Event description:
It has been reported that in the investigator's opinion the patient's death was not related to the study stent.